Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Two devices were returned that were not reported, the complainant confirmed they were part of this event. Report three of four for the same event, reference 0002184052-2016-00044-1, 0002184052-2016-00045-1, and 0002184052-2016-00202.

Event description:
It is reported two screws fractured during the operation. There was no injury to the patient, the screws were removed and replaced during the same operation.

Manufacturer narrative:
The returned closure tops were examined and found that some of the threads had sheared off in a manner consistent with cross-threading the devices during assembly. The complaint is confirmed. There were no indications of manufacturing issues which would have contributed to this event. The labeling was reviewed and found to have instructions regarding proper assembly.